Manufacturer narrative:
Results: although it was initially reported that samples were available for evaluation, samples were not returned. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5300788. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to confirm the customer¿s indicated failure. A sample is not available for evaluation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while giving an injection with a 3 ml bd luer-lok¿ disposable syringe with bd luer-lok¿ tip, the plunger broke and resulted in the clinician obtaining a needle stick injury. The clinician was unsure if the needle had contacted the patient prior to the needle stick, however both patient and clinician received routine post exposure lab work and counseling. Prophylactic medications were not provided. The results of the lab work are unknown. The clinician will received follow up lab work at six week and six month intervals.